Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat severe central spinal stenosis at l4-5 <(>&<)> l5-s1 with bmp and mastergraft. The mastergraft was combined with the bmp into a burrito roll and placed over the intertransverse process bilaterally; 4 months post-op it was reported that the patient experienced some intermittent right groin crease pain which extends laterally over the right hip and into her back. Patient is not experiencing a lot of back pain at this time. A follow up visit 5 months post-op revealed ¿patient has no excessive bending, weather changes cause achiness and stiffness. The spinal x-rays show a laminectomy from l4 to s 1. The ap and lateral views show acceptable positioning of the screws. There are peek dual rods present. Disc space height loss is noted at l5-s 1. Along the posterolateral gutters, there is a better visualized fusion mass on the right than on the left. One cannot tell for certain if the fusion is solid.¿ a follow up visit 21 months post-op found that ¿the patient has occasional low back pain due to cold weather along with stiff body, weakness in right leg. Films from (B)(6) 2008 reviewed: appears to be a septated posterolateral arthrodesis on the patient¿s right side. The left sided posterolateral arthrodesis is not easily seen. Unfortunately the patient continued to smoke about one pack of cigarettes per day.¿ at 26 months post-op during a follow up visit the surgeon noted, ¿lumbar degenerative disc disease with symptomatic radiculopathy which has largely resolved since her operation was performed. At present time patient is having residual back pain as well as knee and joint pain.¿ at 41 months post-op it was noted during a study of the lumbar ap and lateral films that ¿that there was incomplete fusion as recently as (B)(6) 2008. Specifically there appeared to be a septated arthrodesis on the patient¿s right side and unfortunately the patient continued to smoke about one pack of cigarettes per day. Patient presents with a 12 day duration of recurrent back, buttock and leg pain.¿ at 49 months post-op it was reported that the patient¿s spinal condition is stable and has reached a healing plateau. There will be not further interventional studies that the surgeon would like to perform at this juncture.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.